Event description:
It was reported that the rf (radio-frequency) head would not recognize devices. The rf head was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, no anomalies were found, no correction was required.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).